Manufacturer narrative:
Device was used for treatment, not diagnosis. Date of birth and weight were not provided for reporting. UDI (B)(4). Device is not expected to be returned for manufacturer review/investigation. Device evaluation/investigation could not be completed; no conclusion could be drawn as product was not returned to manufacturer. Device history records review could not be completed without lot number. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Consumer reported that they developed a contact dermatitis reaction to a j&j bandage. The consumer was admitted to the ER and administered steroids to resolve the symptoms.